Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: this investigation also covers (B)(4) as two products were returned, and it is unknown which device was first and second. Two introducers, two sheaths, and a long dilator were returned together with one separated filter and one filter sticking inside one of the sheaths. Also a femoral introducer system is returned - probably the one which completed the procedure. No damages to the jugular introducers. Stopcock is attached to one of the sheaths. This sheath is severely damaged and kinked and an incipient filter penetration is noted approximately 22 cm from fitting. Second sheath is more damaged and is kinked approximately 22 cm from fitting, too, and a filter leg has penetrated approximately 29 cm from fitting. Filter still sticking inside sheath and a primary leg is seen in the penetration. Filter was cut out of sheath and both filters look fine, except from the removed filter being slightly asymmetric. Unable to determine exact reason for jugular advancement difficulties, but tortuous anatomy may have caused them. Under normal conditions the sheath is strong enough to accomplish the procedure, but the introducer sheath may kink if excessive force is used to advance it through tortuous anatomy and the filter legs may be prone to exceed the sheath wall, if advanced through a kinked sheath. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the sheath of igtcfs-65-jp-jug-tulip set (lot number is either e3160269 or e3164056) was inserted from the internal jugular vein. When the physician attempted to advance the filter introducer into the sheath, it would not advance due to a kink in the sheath near the internal jugular vein. <(B)(4)> another igtcfs-65-jp-jug-tulip (lot number is either e3160269 or e3164056) was used instead, but the same event occurred. <(B)(4)> *each lot number is provided though (e3160269 and e3164056), it cannot be determined which lot was used first or second. Femoral type (igtcfs-65-jp-fem-tulip) was used instead to complete the procedure, and the filter could be placed successfully. Patient outcome: there have been no adverse effects to the patient reported.